Event description:
It was reported that a pediatric user¿s ilet delivered two large meal announcements within a short interval, which the user denied initiating, after which the user experienced out-of-range glucose with a confirmed low blood glucose of 46 and variable highs and lows; caregivers noted difficulty completing a supply change due to patient cooperation, and they transitioned to backup therapy while awaiting training and explored enabling restricted access to prevent unintended meal announcements. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included temporary out-of-range glucose for approximately two hours, parental assistance, and return to backup therapy without medical intervention. Investigation included product history review, troubleshooting, and user education regarding limited access and child lock features. Investigation of this case revealed improper or unintended user inputs leading to accidental meal announcements and therapy interruption due to an incomplete supply change. It was concluded that the event was attributable to user interaction with the device and use error, with device function not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.